Event description:
Related manufacturing report number: 1627487-2022-06750. It was reported that the patient experienced ineffective therapy due to invalid impedances on the scs lead and the patient lost effective coverage due to the l5 drg lead being migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their both leads replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported that the patient experienced ineffective therapy due to invalid impedances on the scs lead and the patient lost effective coverage due to the drg lead being migrated. As a result, the patient underwent surgical intervention to have their both leads replaced. Patient now has effective therapy. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.